Manufacturer narrative:
(B)(4): information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.at the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure, only half cut line and b-formed staple line were deployed after the device fired completely. The rest of the staples were malformed. Crunch was heard and the washer was cut. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.